Event description:
It was reported that during implant, the right atrial (ra) lead stylet could not be advanced down the lead after attempting to implant for several minutes. A second right atrial (ra) lead was attempted to be implanted but the lead exhibited far field r wave oversensing. Both leads were explanted and a new lead was placed. No patient complications have been reported as a result of this event.